Event description:
Home pt reports that the convertible extension apparently came apart near the white plastic adapter, where the tubing attaches to the white adapter. Patient has been using the set for four to five months. Patient developed peritonitis and was placed on antibiotics. The sample is available for evaluation.